Manufacturer narrative:
The device has not been received for evaluation/investigation. The lot number was not provided. A review of the device history record could not be performed. A follow-up report will be submitted when the evaluation is completed. Conclusion - a follow-up report will be submitted when the device evaluation has been completed.

Event description:
The stopcock rotator broke. There was no harm or injury reported.